Event description:
Technician alleged that the foot brakes do not hold. No patient impact.

Manufacturer narrative:
The technician found the hex rod broken. The technician replaced the brake assembly to resolve the issue.